Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by override meds on specific device. A field service engineer inactive the server and suggested to activate override group. Issue resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system override group not working. The customer stated that they were able to remove the med from another station and there were no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.